Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received an inaccurate fill estimate. Customer reloaded the cartridge and was able to receive an accurate fill estimate. The customer reported an elevated blood glucose level of 265 (mg/dl) and delivered a correction bolus via pump to stabilize bg level.